Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that 'for the last 2 days¿, they had been unable to connect to their pump. The patient stated that they had tried '25-30 times' then later stated 'so many times¿. The patient stated they know they are getting medicine without the boluses, 'but you need the extra (boluses) once in a while¿. The patient mentioned they were seeing 'the retry button' and 'resync' but was otherwise unable to describe the issue. While on the call, the patient stated their communicator had been plugged in for 'about 6 hours¿. The patient confirmed the green light was on the communicator and that the handset and communicator took a charge well. The handset was at 40% during call. The agent reviewed that the communicator needed to be unplugged in order to use it, but the patient stated they tried connecting to the pump with it plugged in and unplugged. The agent assisted the patient in connecting to the pump and the patient was able to successfully connect to the pump and request/receive a bolus without issue. When connecting, the patient stated 'sometimes, it's fast, sometimes it's slow', and mentioned 'it's still at 91%' when connecting. The agent reviewed general use and the patient agreed to monitor and call back for assistance as needed.